Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus. The product was repaired onsite at local service center. As per the inspection report provided, the angulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The third party distributor on behalf of the customer reported that there was no air/water supply from the air/water flow system of the gastrointestinal videoscope due to presence of foreign material. The foreign material was extracted and it was of biological origin. The clog occurred during previous procedure. Reprocessing was done correctly. The issue was found during preparation for use for an unknown procedure. The device was repaired onsite at the local service center.